Event description:
A malfunction alarm was declared by the pump, but there was no adverse impact to the customer¿s blood glucose level. The issue occurred during pumping, and the customer had previously reported similar cartridge alarms with this pump. Technical support arranged for the pump to be replaced and confirmed the shipping address. Meanwhile, the customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was guided to put the pump into storage mode and return it with a pre-paid label within 10 days.